Event description:
The facility reported that the coil cap came loose and solution flowed everywhere, during patient use. The chemotherapy drug is pamidronate-90mg. There was no patient injury or medical intervention required.